Event description:
It was reported that a pt underwent a laparoscopical myomectomy on (B)(6) 2009. During the procedure, the blade would not advance. However, the blade continuously spun.

Manufacturer narrative:
(B)(4). (B)(4) - blade will not advance . The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.